Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - patient has aseptic loosening and inadequate bony ingrowth of the acetabular shell. The surgeon also notes that the patient has avascular necrosis (avn) of the acetabulum bone socket.

Manufacturer narrative:
See d4 expiration date, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2023-00405; 940-03-50e, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.